Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02228. It was reported the pt was last able to fully charge her ipg on (B)(6) 2012 and she eventually lost stimulation. She stated her charger and programmer were unable to communicate with the ipg and while attempting communication she began to feel a heating sensation at her ipg pocket site. She allegedly would cease trying to charge her ipg once she felt this heating sensation. It was reported the pt did not know whether she had successfully charged her ipg since (B)(6) 2012. She stated she recently felt heating at her ipg site and it seemed to take less time to charge. She reported the last time she charged her ipg she felt a shocking, heating sensation and then it quit working. Replacement external devices were unable to establish telemetry with her ipg. It was reported the physician plans to replace the ipg at a future date. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.